Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Customer was able to successfully charge the pump via a laptop. There was no reported adverse impact to the customer's blood glucose level.